Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the distal end cap, distal end adhesive, light cover glasses adhesive and the optical cover glass adhesive was worn. The optical cover glass was scratched and there was a hole in the button. The scope connector had excessive fluid ingress and the angulation was not to specification with angle play. The brush passage was leaking and there was restriction evident. The aspiration channel had blockage evident. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis lucera elite colonovideoscope was leaking. The issue was found during maintenance. Inspection and testing of the returned device found that an e315 unsupported scope error was seen with no image due fluid ingress in the plug body. It was noted that the moisture ingress indicators were triggered and excess fluid was drained from the plug body. There was no patient harm or user injury reported. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The suggested event occurred by abnormal electrical continuity due to water invasion of scope connector. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Olympus will continue to monitor field performance for this device.